Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was suspected to have experienced premature battery depletion (pbd). Upon interrogation, non-sustained ventricular fibrillation episodes were recorded due to the oversensing of noise on the ventricular channel. No inappropriate shocks were delivered and attempts to reproduce the noise were unsuccessful. At a later date, the crt-d was explanted and successfully replaced. No adverse patient effects were reported. The device will be returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
---

Manufacturer narrative:
This report will be updated upon device return and completion of analysis.